Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported four false positive results for different targets on the alinity m resp-4-plex assay. The customer recently reported failed reactive negative control for the rsv target of the alinity m resp-4-plex assay. During this time, patient samples were tested as well and the results were received through the laboratory information system (lis), but were not reported outside of the lab. The 4 samples were repeated on the cepheid platform. The following sample ids (sids) were completed on (B)(6) 2022: sid (B)(4). Alinity m result: covid/flua, cepheid result: flua. Sid (B)(4). Alinity m result: flua, cepheid result: not detected. Sid (B)(4). Alinity m result: covid/rsv, cepheid result: rsv. Sid (B)(4). Alinity m result: flua/rsv, cepheid result: flua. Cepheid results were reported out of the laboratory. There was no reported impact to patient management. According to the water run performed on the instrument, there were numerous environmental sites in need of decontamination. The field service engineer (fse) decontaminated the instrument.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 382958 retain sample was tested by the complaint support team. Lot 382958 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria of 100% for the rsv, flu a, flu b, and sars-cov-2 target outlined. As a result, a product deficiency was not identified by this evaluation. Customer data review: the runs involving the reported sample identification (sids) were valid, met assay specification requirements. Note: sid (B)(6) has a negcontrolfailed flag, however, no associated error codes were generated in the server result log. When negative control failure happens, error code (ec) 9193 should be generated. Ec 9193 is negative control reactive. The negative control failure sample should be retested since the instrument had possible environmental contamination. The sids produced a valid result, and the amplification curve did not appear abnormal. The reported sample is near or close to limit of detection (lod). Therefore, the result may not be reproducible. Environmental contamination cannot be ruled out as the customer identified contamination issue when they performed environmental swaps. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958 (including the components) did not identify any issues which could have resulted in the reported complaint. No records related to the reported complaint were identified. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot# 382958 or component lot# 3829581. Complaint history review: the complaint history review was completed to identify complaints related to discrepant results for the alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958. A product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency could not be identified by this review.